Event description:
Disposable light handle cover noted to have several splits in the handles during a surgical procedure. This is the third occurrence of this type recently all 3 on implant cases. Today the light handle was shelf stock from a separate peel pack: medical action industries, ref (B)(4) single-use light shield, lot #259410. Manufacturer response for light handel l covers, single use light shield (per site reporter). Materials management has notified the manufacturer of the event.